Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported by an attorney that mesh was implanted on (B)(6) 2009 to treat stress urinary incontinence and urethral hypermobility. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh excision on (B)(6) 2013 due to erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on 2009 and a mesh was implanted. It was reported that the patient died on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
It was reported that following the procedure the patient experienced urinary tract infection. No additional information was provided.